Manufacturer narrative:
Concomitant product(s): a 4076 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope episodes which correlated with high and fluctuating threshold values on the right ventricular (rv) lead. Further provocation testing was performed, and normal thresholds were observed manually. Reprogramming was performed. The rv lead remains in use and a revision was planned. No further patient complications have been reported as a result of this event.